Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the gui central processing unit (cpu)printed circuit board (pcb), backlight inverter pcb and liquid crystal display (lcd) panel. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had an graphic user interface (gui) display failure. The ventilator was not in use on a patient at the time of the reported.